Event description:
A customer reported that during a combined cataract/vitrectomy procedure, irrigation locked while aspiration continued. This event lead to a perioperative intraocular hypotony which was controlled during surgery. The surgery time was prolonged for an unk amount of time. The customer reported that the surgery was completed and there were no postoperative consequences to the pt. It is reported that the surgeon suspects that a mass of vitrea could have blocked he infusion line.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).